Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being assessed as reportable because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a vessel sealer extend instrument was not sealing. The procedure was completed with no reported injury.

Manufacturer narrative:
Updated the following sections: b4, d4, d10, g7, h2, h3, h9. 4310 - failure analysis could not confirm/replicate the reported problem of not sealing. The vessel sealer extend instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test. A review of digital signal processor (dsp) logs were not available at this time. Additional information not reported by site: the instrument was found to have a dislodged blade. This failure is most commonly caused by mishandling/misuse. Visual inspection showed that the blade was exposed outside of the blade garage .115". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. The knife slot measurement was .028 and the jaw gap verification passed at .005. After manually retracting the blade, the instrument was placed on the in-house system and passed self-test. The a review of the logs showed one blade exposed failure. This event remains as a reportable complaint because the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
Refer to h10/h11 for updated information.